Event description:
It was reported that the patient experienced recurring incontinence with the advance male sling system. The sling was removed and replaced with artificial urinary sphincter.

Event description:
It was reported that the patient experienced recurring incontinence with the advance male sling system. The sling was removed and replaced with artificial urinary sphincter. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.